Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. For clarification, the instrument was found to have a broken blade. The blade broke at roughly 0.092 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a message to clean the tip of the harmonic ace instrument was displayed. After cleaning the tip, the instrument could not be activated. A message to replace the instrument then displayed. The procedure was completed with no reported injury.